Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st150 set during continuous renal replacement therapy. No leak was observed during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2024-00425. All information can be found under manufacturer report number 8010182-2024-00425. Should additional relevant information become available, a supplemental report will be submitted.